Event description:
Spoke to technician at the lab. She said that the tooth broke while the patient was eating. The tooth #6-di portion broke. The patient did not notice it at the time and did not recover the piece. It is believed that she swallowed it. She did not notice the breakage till about an hour later due to the tooth surface feeling rough on her tongue. The patient had the denture approximately one month before the tooth broke. The patient has not reported recovering the tooth piece or had any intestinal issues. On (B)(6) 2013, spoke to technician. She said the patient is fine and they assume the tooth has passed. MFR ref # 3006610834-2013-00014.